Manufacturer narrative:
Device powered up properly after battery installation. Device passed the sleep current measurement and active current measurement and self test. All currents within specification range. Device was monitored for several hours and no unexpected battery power loss alarm noted during testing. Device was received with a broken battery tube threads, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the battery compartment was broken and the insulin pump died completely. The customer reported that the insulin pump was asking to insert new batteries but did not accept it. The insulin pump suddenly hit the floor while changing the battery. The reservoir was able to lock in place when inserted into the insulin pump. The clip was also damaged and stuck on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed the sleep current measurement and active current measurement and self test. All currents within specification range. Device was monitored for several hours and no unexpected battery power loss alarm noted during testing. Device was received with a broken battery tube threads, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip.